Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that stations experienced slow login and screen navigation due to excessive patient logs. The technical support specialist (tss) reviewed the case notes and identified that stations assigned to a single area had become overloaded over time, causing the error. Unable to retrieve historical logs, the tss confirmed a high patient count across multiple units under one area and recommended creating dedicated areas for each device to prevent cache overload and improve performance. The tss logged into the server via remote smart service, ran a patient count per unit/area query using sql server management studio (ssms), and emailed them to the customer. The case was closed. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, had device slowness to log in between screen and device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.